Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 70 to 120 mg/dl. The blood glucose testing is performed four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently not taking medication to manage diabetes. The product is stored by customer in the bathroom. The test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.